Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 12oct2020.

Event description:
It was reported to philips that the device had a power issue with power on error codes related to power failures. The device was not in use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site and the reported issue was confirmed. The asp restarted the device and found that the errors were caused by the power supply. The asp replaced the power supply and the device returned to functionality.